Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the lead was not able to pace. The fluoroscopy revealed lead displacement. The lead was repositioned and the patient is stable.